Event description:
It was reported that pump displayed malfunction alarm 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using a prepaid label, and was informed that pump settings and continuous glucose monitor would need to be connected and programmed on replacement pump, which technical support arranged to ship under warranty.